Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Customer thought the bg was possibly related to a bent cannula. Customer declined to perform a pump system check with tandem technical support. Customer declined to provide further information. Type of infusion set use was not reported.